Manufacturer narrative:
Clarification to a6: patient reported "(B)(6)".

Event description:
Patient reported "baker grade IV capsular contracture", "recall" and "distortion of the movement". This record is for the left side. The device remains implanted.

Event description:
Patient reported "baker grade IV capsular contracture", "recall" and "distortion of the movement". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Event description:
Patient reported "baker grade IV capsular contracture", "recall" and "distortion of the movement". This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported "baker grade IV capsular contracture", "recall" and "distortion of the movement". This record is for the left side. The device remains implanted.